Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. Upon interrogation it was revealed that implantable cardioverter defibrillator was in backup vvi mode due to strong electromagnetic interference. The device was reprogrammed. The patient was in stable condition.